Event description:
I am (B)(6), and I have lived with essure implanted permanent birth control for over 7 years. I can in no way sum up my experiences, symptoms, and ultimately utter fear of a real possibility of death. I have severe pelvic pain, back pain, joint issues, fatigue, death of over 5 teeth, weight loss, anxiety, and a multitude of other issues. I have been a single mother of two since 2013. I am terrified, after working so hard through the daily pain to provide a life for them, I may die anyway from any number of the side effects or certain surgeries and risks within my very near future. Utterly devastated. FDA safety report ID# (B)(4).